Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 15.9 mmol/l and had received a failed battery now alarm. Customer¿s current blood glucose value is 11.8 mmol/l. The customer treated with the pump and the blood glucose went down to 10 mmol/l and then raise up to 13 mmol/l. The customer states all of sudden screen turned off and then received failed battery alarm. The customer changed the battery and the screen came back on and received pump error alarm. Troubleshooting was performed for pump error alarm and noticed able to complete pump rewind. The customer states they performed self-test and it did pass. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.